Event description:
It was reported that an ilet device displayed malfunction alerts 57 and 61 indicating a software runtime error and an external flash write error, and the device appeared to perform an uncommanded factory reset; the user was advised to restart the device up to three times, and when the alerts persisted the device was replaced and the user reverted to backup therapy. Symptoms included no adverse clinical effects, with blood glucose reported in range. Outcomes included temporary loss of device function and interruption of therapy requiring switch to alternate therapy. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms. It was concluded that the device experienced a hardware failure and was replaced.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.